Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that there were problems upgrading a dell x50 handheld to version 8.0 vns software. At the installation step to select cf card, the manufacturer rep present indicated the cf card was not an option to select. Reseating the flashcard did not resolve the issue. The version 7.1 flashcard was inserted into the handheld, and a hard reset was performed. The screen was frozen at "clear all data in memory" screen, and none of the buttons would work. Troubleshooting did not resolve the issue. The handheld and software flashcard were returned to manufacturer for analysis. An analysis was performed on the returned version 8.0 flashcard and the reported allegation was verified. The cause for the event was determined to be associated with a defective flashcard. A visual analysis of the printed circuit board (pcb) identified that pin 27 was not soldered onto the pcb causing the handheld to not recognize the flashcard when it was inserted. Once the pin was soldered onto the pcb, no further anomalies were identified. Analysis of the handheld revealed no anomalies and performed according to specifications. Analysis of the version 7.1 flashcard revealed no anomalies and performed according to specifications.